Event description:
It was reported that distal cover did not appear damaged. An anti-fog or other agent was not used during the procedure. Also, it was confirmed that the distal cover was pushed firmly in place during installation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The subject device was not returned to olympus; therefore, the reported defect could not be confirmed. However, a root cause analysis of the distal cover was conducted using devices from other lots. Based on the results of the investigation, it was determined that the distal cover was likely not properly attached to the scope and easily detached due to a load during the procedure. Since it is difficult to visually detect the attachment of this device, it is possible that the description in the previous instructions for use (IFU) manual was insufficient. However, the root cause could not be identified. Furthermore, olympus has revised the IFU to add detailed inspection and attachment instructions for the distal cover. The event can be detected/prevented by following the IFU which state: (IFU at time of occurrence) ¿section 8.2- inspection of the distal cover: should any irregularity be observed when inspecting the distal cover, do not use it. A distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the distal cover could cause patient injury. Confirm that the distal cover is free from any irregularities such as cracks, chips, pinholes, or deformation.¿ (IFU at time of occurrence) ¿section 9.3 - attaching the distal cover: never use a distal cover with cracks or pinholes. Replace it with a new one. If a distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the distal cover with cracks may cause patient injury due to sharp edges. Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover or the endoscope. These products may cause cracks in the distal cover. If a distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. Gently hold the distal part of the bending section and the distal cover. Align the opening side of the distal cover with the lens side of the distal end of the endoscope. Put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover. Hold the distal part of the bending section. Pull the distal cover gently to confirm that the distal cover on the distal end of the endoscope does not slip and come off. Twist the distal cover gently in both directions and confirm that the distal cover on the distal end of the endoscope does not slip and come off. Confirm that the distal cover is free of cracks or deformation.¿ (current/ revised IFU) ¿section 9.3 and section 9.4¿ this supplemental report includes a correction to d8, e3, g2, and h8 from the initial medwatch. Also, information has been added to b5, h4, h7, and h9. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The report is related to MFR 09215. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal cover came off the scope and fell inside the patient. The issue occurred at the end of a therapeutic endoscopic retrograde cholangiopancreatography procedure. The patient started coughing and this was when the cover was discovered inside the patient's mouth. The nurse though someone must have taken the cover off when doing the precleaning so they did not pay attention to it. The cover was retrieved. There were no reports of patient harm.